Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received two leads with the same lot number. It was reported the pt was receiving stimulation in the ribs and stomach. The sjm rep met with the pt and reprogrammed the system. X-rays determined the leads had migrated. The pt did not want surgical intervention, but wanted to use the new programs at the time.